Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power on with battery power. The complainant alleged the device displayed "pacer disabled" and "pacer fault 116" when using a/c power. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of device. The customer stated the device was repaired and placed back into service to be use clinically. The customer indicated the suspect parts were returned to zoll medical for evaluation and may be lost in transit. This claim will be closed as no product returned.